Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during intraoperative surgery for a bypass sternum closure, while tightening the zip-fix application instrument the tip of the instrument broke off. The fragment was easily retrieved. Surgery was completed successfully with an alternate back-up instrument. There was no delay in surgery and the patient's outcome was good. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Event date: unknown. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the upper part of the cutting tool is broken off. The complete device is in a very used condition. The relevant dimension cannot be verified anymore due to the damage. The review of the manufacturing documents has shown that the correct material ((B)(4)) was used for the cutting piece. Also it is documented that the hardness was within the specification of 52 +4/0 hrc. The fracture face is homogenous, which indicates material conformity as well. Based on the complaint description the cause of this breakage cannot be defined as the description states that the cutting tool did break during tightening, but during tightening no force is applied onto the cutter. Therefore it is likely that the device was previously cracked, par example by a drop to the ground or that it broke during cutting something hard, like the needle of the implant. This would also explain the slight dent at the cutting edge of the broken fragment. The complaint is confirmed regarding the breakage, but no manufacturing related fault could be detected. A product development evaluation was completed: the first generation instrument received is showing marks and scratches on its internal moving parts which indicate a long time clinical use. No screws are loose or other damages can be identified. It was found that the cutting feature had broken off the instrument. The broken piece was returned with this complaint. Product development cannot evaluate the root cause of the component failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.